Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report permanent out of range signal on (B)(6) 2015. Dexcom technical support had the patient perform a paperclip reset and it was unsuccessful. At the time of contact, patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A review of the downloaded receiver log did not confirm the reported event of a permanent out of range signal.